Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6)- 805 ((B)(6)) it was reported that on (B)(6) 2024, a 29mm navitor valve was implanted in a patient. On (B)(6)y 2024, it was noted that the patient suffered a stroke lasting 4-6 hours with associated symptoms of reduced vigilance without focal neurological deficit. Stroke was confirmed via computed tomography (CT) scan. It was noted the differential diagnosis of the stroke to be attributed to cardiac embolism and peri-interventional. The patient did not experience any permanent injury or disability due to the stroke. The patient received prolonged hospitalization due to this event but no other treatment/intervention was needed. There is no allegation of malfunction against an abbott device or procedure. The patient status was reported as recovering.

Manufacturer narrative:
An event of stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient suffered a stroke approximately 3 days after the implant procedure. It was also noted the differential diagnosis of the stroke to be attributed to cardiac embolism and peri-interventional. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1059 - vista registry,patient site ID: (B)(6) . It was reported that on 15 february 2024, a 29mm navitor valve was implanted in a patient. On (B)(6) 2024, it was noted that the patient suffered a stroke lasting 4-6 hours with associated symptoms of reduced vigilance without focal neurological deficit. Stroke was confirmed via computed tomography (CT) scan. It was noted the differential diagnosis of the stroke to be attributed to cardiac embolism and peri-interventional. The patient did not experience any permanent injury or disability due to the stroke. The patient received prolonged hospitalization due to this event but no other treatment/intervention was needed. There is no allegation of malfunction against an abbott device or procedure. The patient status was reported as recovering.